Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions were noted at 6.9-7.0cm, 9.8-10.0cm, 16.0-16.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.